Event description:
Healthcare professional reported "encapsulation". Later healthcare professional reported "pain and texture implant". Later healthcare professional reported "capsular contracture baker grade iii". Patient undergone capsulectomy. This record is for right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii